Event description:
It was reported that during surgery, the suction connector came off the product and the tip of the ribbed suction nozzle also came off. The tip of the ribbed suction nozzle dropped into the pericardium, but was removed. The device was exchanged for another, which had the suction connector also fall off. The physician stopped using the device. No reported patient effect.(B)(4). This event is related to medwatch report # 8010762-2014-01338 for the first device.

Manufacturer narrative:
Maquet received the devices for evaluation but has not finished the investigation yet. A supplemental medwatch will be submitted when additional information becomes available.